Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per report of "between (B)(6) 2022 to (B)(6) 2023." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device compared to a competitor brand meter. The customer indicated they felt heartache and lost consciousness, but self-treated with insulin and "a white pill." No further details could be obtained.